Manufacturer narrative:
The surgeon did stent assisted coil position surgery, after the stent (enc452812/10370044) advanced into the prowler select plus (details unknown), the guide wire could not be advanced and the products were withdrawn. The stent was stuck in the microcatheter. The surgeon tried 2 times but still failed. Finally the surgeon cut off the tip of the microcathter and changed to a new stent (details unknown) and microcatheter (details unknown) to complete. There was no report on patient injury. There were no damages noted on the stent and microcatheter after use. An adequate continuous flush was maintained through the microcatheter. It was not reported if there was a delay in the procedure. One non sterile enterprise was received coiled inside of a plastic bag. The delivery wire presented a kinked condition at the distal end. The involved microcatheter was cut at 12cm from the hub and only the proximal section was received. The enterprise stent was not received for analysis. No other visual anomalies were observed on the received units. The delivery wire was observed under a microscope and the damaged was confirmed. The functional analysis could not be performed due to the product received condition. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10370044. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure delivery wire - impeded reported by the customer could not be evaluated due to the product received condition. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
The surgeon did stent assisted coil position surgery, after the stent (enc452812/(B)(4)) advanced into the prowler select plus (details unknown), the guide wire could not be advanced and the products were withdrawn. The stent was stuck in the microcatheter. The surgeon tried 2 times but still failed. Finally the surgeon cut off the tip of the microcatheter and changed to a new stent (details unknown) and microcatheter (details unknown) to complete. There was no report on patient injury. There were no damages noted on the stent and microcatheter after use. An adequate continuous flush was maintained through the microcatheter. It was not reported if there was a delay in the procedure.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: prowler select plus (details unknown), new stent (details unknown), new microcatheter (details unknown). This is 1 of 2 reports associated with complaint # (B)(4).